Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury, however the patient was prescribed antibiotics as precautionary measure. No additional information is available.